Event description:
A ventilator was returned to manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and system board were replaced to address the issues. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.